Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
Medwatch 5070269 stated "the tip of the catheter sheared off when retracting the catheter over a wire through a 6f guide catheter adjacent to a staghorn calculus. The 4f catheter bound adjacent to the stone. The guide wire remained through the fragment and down to the bladder. Over the wire an 8f sheath was placed and the fragment removed successfully. No injury to the patient."

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.